Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and confirmed the reported phenomenon, and also found that this phenomenon might be caused by physical stress such as dropping/hitting on a hard surface/object. The exact cause has been under investigation. Therefore, the exact cause of the reported phenomena could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the ultrasound probe rubber (pink coating) was partially peeled off on the surface of the distal end (ultrasound probe unit) of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that external force might have been applied to the distal end of the subject device but could not determine the exact cause of the reported phenomenon. If additional information is received, this report will be supplemented.